Event description:
It was stated that a 2.5cm catheter deflated during a thermatrx treatment, date not provided. There was no indication of pt injury. The catheter has been discarded and is not available for evaluation.